Event description:
The customer reported that the device gave a "low impedance" message during a synchronized cardioversion. Although the pt was then chemically cardioverted, there was no impact to the pt.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.